Event description:
Boston scientific received info that this right atrial (ra) lead became dislodged and would not stay in place. A revision procedure was performed and the lead was explanted. No adverse pt effects were reported. At this time, this lead has not been returned. If additional info is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.